Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and advised the customer on updating to the latest software with the new pump. Instructions were given to return the faulty pump to avoid being billed. The customer understood the need to connect their cgm and program their settings into the replacement pump.